Manufacturer narrative:
Additional information received indicates that the patient's anticoagulation was controlled at the time of the event. The site reported that the cause of the bleed was not identified. The site further reported that the patient's mean arterial pressure had recently been around 88 mmhg and may need to be lowered at her next outpatient visit. She is doing well otherwise. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include fluctuations in the patient's inr, related comorbidities and the patient's past medical history. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted from routine clinic visit with symptoms of short term memory loss. A computed tomography of the head was performed and confirmed frontal left lobe parenchymal hemorrhage, vasogenic edema and associated mass effect. A stable size of left frontal lobe intraparenchymal hemorrhage with persistent surrounding reactive vasogenic edema and mass effect upon the left frontal horn. The hematoma measures approximately 27 x 18 x 34 mm (transverse x ap x cc). Stable rightward midline shift of the anterior falx, approximately 4 mm. No hydrocephalus. The patient was having issues remembering who visited her and what she did. She also had issues with remembering why she walked to a room. She completed the laundry/drying even though she was not supposed to. She placed tin foil in the microwave. She was also sleeping well, denies fever, chills, sweats, and was not depressed. There was no change in any medication and was not on any pain medications or over the counter medications. The symptoms started suddenly 3-weeks ago (previously no issues). She is markedly stronger. The patient was discharged home on (B)(6) 2016. Follow up information was received which stated that the patient continues to do very well. She has no deficits, moves all extremities to command with full range of motion and strength and has full sensation throughout. At the time, she was awake, alert to self, date and time. The glasgow coma scale was 15 with intact cranial nerves ii-xii.